Manufacturer narrative:
The subject product was returned for evaluation. Visual evaluation of the sample confirms the showerhead tip detached during use. There is no apparent physical damage and no signs of excessive force that were applied to the tip while in use. During the manufacturing process, the shaft end of the connector is bonded to the irrigation tip with an adhesive. The sample evaluation finds little to no cyclohexanone present. Root cause is found to be manufacturing related. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the subject lot of (B)(4) units manufactured in march of 2019.

Event description:
It was reported that during a total hip procedure, the tip of the simpulse plus showerhead tip fell off during surgery. It is unknown if excessive pressure was being applied at the time of the reported detachment. All detached pieces of the device were retrieved. Another device was used to complete the case without further issue. There was no patient injury reported.